Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have a low battery alarm. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This is an ancillary service event discovered during preventative maintenance. The cause was identified to be a defective main battery. To correct this condition the main battery was replaced. If any additional information is received, a follow-up will be sent.